Manufacturer narrative:
On (B)(6) 2024, the surgeon provided additional information: reflecting on the case, the surgeon was certain the damage occurred as they were on the learning curve and used monopolar too close to the synchroseal and was certain they caused the issue and not an instrument defect. There was no injury to the patient or other damage. Patient has recovered fully. There is no fault with the robotic instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, plastic piece fell off from the tip of the synchroseal instrument, possibly due to internal clash. The procedure was completed as planned with no reported injury.